Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and (B)(6) 2004 and mesh were implanted. No clarifying information was provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 11/25/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 and on (B)(6) 2004 due to pop and sui. It was reported that patient underwent mesh removal on (B)(6) 2004 and on (B)(6) 2008.